Manufacturer narrative:
Investigation summary: a device history record review showed no non-conformances associated with this issue during the production of the reported batch. 1 photo was returned for investigation. Black fm on catheter was observed in the returned photo. 1 actual sample was returned in opened packaging for investigation. The sample was subjected to visual inspection. A clear fm with brown spots was observed on the catheter. The fm was subjected to ftir analysis. The results showed that the spectrum of the fm matched with spectrum of cellulose propionate. Cellulose propionate is a thermoplastic which is a derivative of cellulose when reacted with propanoic acid. Upon further investigation, the particle could have been transferred from the manufacturing environment during product handling or the assembly process. Job aid for housekeeping standard in insyte assembly and packaging process had been established. A communication will be conducted to all manufacturing associates to raise awareness on both nonconformance, proper gmp and housekeeping procedures. CAPA (B)(4) has been opened to investigate.

Event description:
It was reported with the use of the bd insyte¿ IV catheter there was an issue with foreign matter on the catheter.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ IV catheter there was an issue with foreign matter on the catheter.